Event description:
It was reported that the patient was hospitalized due to the vns causing throat spasms. Prior to the hospitalization, the patient develop a periodic cough which worsened to throat pain and spams in the throat/neck/jaw area that occurred with stimulation; the vns was turned off and symptoms did not resolve. The patient followed up for an appointment with neurology and the vns was turned back on and plan was to monitor patient. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code: e1605. Health effect - clinical code :e2311.

Manufacturer narrative:
B1. Adverse event or product problem; corrected information, initial report checked incorrect selection b5. Describe event; corrected information, initial report omitted information known prior to submission d1. Brand name; corrected information, initial report used incorrect suspect device d4. Model #, serial #, lot #, expiration date, unique identifier (UDI) #; corrected information, initial report used incorrect suspect device f10. Adverse event problem - medical device code, component code; corrected information, initial report used incorrect coding h1. Type of reportable event; corrected information, initial report checked incorrect selection h4. Device manufacture date; corrected information, initial report used incorrect suspect device h6. Adverse event problem codes - investigation conclusions; corrected information, corrected information, initial report used incorrect coding.

Event description:
Response was received from the patient's provider. The patient's cough is not related to the vns and is due to external factors. The cause of the patient's throat/neck/jaw spasms are due to functional neurological disorder possibly exacerbated by vns stimulation. The hospitalization was also to preclude serious injury. It was also previously reported, per the patient's family, when at the hospital diagnostics showed a low lead impedance. A representative followed-up at the hospital to interrogate the device and no lead impedance issues were seen upon interrogation. The patient also followed up with their provider and no impedance issues were identified. No other relevant information has been received to date.